Event description:
Went for lasik surgery for right eye. Opted for monovision, i.e. Right eye to view for monovision, i.e. Right eye to view for and left eye for reading. Initially the arrangement was to perform surgery on both eyes on the same day. However, after surgery was performed on right eye the procedure was stopped. Pt was called to come back the next day for review on right eye. Hence, pt has been under weekly review. The vision of right eye is totally blurred for reading. Can't read any manuscripts at all now. There is improvement in viewing distant objects though with double visions. When sitting for an eye-check, pt can only read up to the 3rd screen, by the 4th screen, pt has to squint pt eye. Pt was informed that the vision of right eye is only 30%. Pt was informed that the surgery was performed correctly in accordance to prescription. Not under or over-treated. It was just that pt's eye did not achieve the expected result. Pt was told wait for 4 months.